Event description:
The patient experienced severe hypoglycemia while wearing pod on the abdomen for longer than 72 hours. Both the controller and sensor apps displayed normal glucose readings (around 8 mmol/l; 144 mg/dl) during the event. The patient became shaky, lost consciousness, and required cardiopulmonary resuscitation (CPR) and administration of baqsimi 3 mg as well as cutting insulin delivery per 911 instructions to the spouse. Emergency medical services (ems) confirmed critically low glucose and transported the patient to the hospital. During transport, the patient experienced nausea and was treated with gravol. At the hospital, the patient underwent medical testing and monitoring; spouse stated that the patient had high blood pressure that resulted in this event. Patient was discharged after approximately 6 and 1/2 hours. The pod remained in place throughout the event. The patient is recovering, and the sensor readings have been slightly inconsistent with fingerstick values.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.